Event description:
It was reported to boston scientific corporation that during a cystolitholapaxy procedure using a flexiva 1000 laser fiber, during examination of the fiber through the scope, it was identified that the fiber had cracks within the tip. Laser energy from a lumenis 100 watt holmium laser set at 15 watts was being used with the fiber. The fiber and the laser were both removed from service. The procedure was not completed due to this event.there were no complications to the patient who is reportedly fine.the event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
(B)(4). Visual examination of the returned fiber revealed approximately 0.35 mm of exposed tip remaining. The pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip detached.